Manufacturer narrative:
Correction: the initial MDR submitted on february 10, 2026, was filed inadvertently. The general anesthesia was not device related, and therefore not considered reportable to the FDA.

Event description:
Per the clinic, the patient experienced a shocking sensation and refusal to use the device. An integrity test and CT imaging were performed on (B)(6) 2025 under general anesthesia. Re-programming attempts were made, and the patient is now doing better while wearing the device. The implanted device remains in place.